Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/01/2024, it was reported by a facility representative via (B)(4) that an ar-2285-09 graft knife blades will not fit into the handle. There is an unusual amount of force needed to seat blades. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Complaint is confirmed. One box with five sealed pouches of an ar-2285-09 serial/batch number (B)(6) was received for evaluation. Visual inspection found no issues with the device. Functional testing of two devices with an ar-2285h batch number 01032401 found resistance when the knives were attempted to slide inside the parallel graft knife. The blade fit too tight. The device does not fully sit in the handle. Evaluation of dimension per drawing c11427 at revision 13, found that the radius (r .025) is larger measuring approximately .079. Measurement of the 8° angle was found to be smaller (measured approximately 7°); however, not conclusion can be drawn from these measurements as they are reference measurements per drawing. The measurement of the width found the device meet the drawing specifications. The cause for the reported failure is a supplier manufacturing issue. Corrections: h.1 set as n/a arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon receiving additional information from the field that clarified the event and evaluation of the returned devices, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.